Event description:
It was reported that signal loss over one hour occurred. Date of event is an approximation. On (B)(6) 2023, the patient experienced malaise and vomiting. She was presented to the emergency department (ed) and was dehydrated. The patient also experienced sensor inaccuracy while the display device showed a reading of 112 mg/dl while the blood glucose (bg) was 500 mg/dl in the ed. Then the display device kept showing the red circle with the antenna without continuous glucose monitor (cgm) reading. The patient was treated with IV fluids and insulin and discharged after 2 days with a bg of 140 mg/dl. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. The patient declined to provide further details about the episode. There was no documentation of further medical evaluation or intervention provided by the patient. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.

Manufacturer narrative:
(B)(4).